Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support (cts) it was discovered the customer was not performing the proper air removal technique and cts reminded the customer this was off label. Reportedly, the customer continued using the existing cartridge for insulin therapy.